Manufacturer narrative:
Hamilton medical ag complaint number: cer 143053 follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: the unit working with a failure in the start up on both normal mode and service mode. It shows an error message,the unit alarms visually and audibly no patient involvement.

Manufacturer narrative:
Hamilton medical ag (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit working with a failure in the start up on both normal mode and service mode. It shows an error message,the unit alarms visually and audibly no patient involvement.